Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to provided information the issue was resolved by cleaning the expiratory cassette membrane. After cleaning, the ventilator passed all functional and safety test and was returned for clinical use. The reported failure will be detected during puc. The internal leakage test and also other tests, for example pressure transducer test, may fail. The most probable root cause (if not confirmed in event description) to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal to membrane seat correctly. Dirt particles can create leakage in the expiratory cassette.

Event description:
Manufacturer's ref.#: (B)(4).